Event description:
Same case as MFR#: 2134265-2011-04382. It was reported that during a stenting treatment procedure, patient complications occurred. Vascular access was obtained via the right femoral artery. The 75 to 80% stenosed target lesion was located in the severely calcified right coronary artery (rca). The ostium of the rca was tortuous with a severe bend present. Another manufacturers' guide catheter was advanced and engaged the artery. A 6.0x18x150cm express sd biliary was selected for treatment and advanced. The stent delivery system (sds) was not able to advance past the bend in the rca, therefore, the device was removed and the rca was pre-dilated with a small balloon. The express sd delivery system was then reinserted and advanced; however, the sds still could not pass the bend in the artery. When attempting to pull the express sd back into the guide catheter, the stent dislodged from the sds in the proximal rca. The sds was removed from the patient with the guide wire. Multiple unsuccessful attempts were made to retrieve the stent with the use of a guide wire. A 5x20mm veriflex stent was then deployed over the undeployed express sd, crushing it against the vessel wall. Subsequently, multiple locations of the rca began to thrombus. A balloon was advanced distal to the implanted veriflex and multiple inflations were performed to open the artery. However, once one area was treated, another location of the rca would begin to thrombus. The patients' heart rate began to drop. The patient was put on a balloon pump and a temporary pace maker. The patient stabilized and was transferred to another facility for CABG. The relation of the thrombus to the stents is unknown.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).